Event description:
During the atrial fibrillation procedure, self-test, communication, and noise issues resulted in the procedure being cancelled. The message, "generator failure" appeared on the generator. The generator was turned off and on and the message disappeared. It was then noted that the ECG on ensite x was noisy. The amplifier was restarted but it was flashing orange. Several reboots were necessary before it finally turned green. It was then observed that it was not possible to collect geometry with the coronary sinus in navx mode as there were no signals on egm. The catheters also appeared deformed on the screen. The surface electrode patches on the patient were replaced, the surface link was unplugged and plugged back in, the optic fiber between the amplifier was exchanged, and the amplifier and patient case were restarted several times, but the issue persisted. There was no backup surface link to try so the case was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
This report includes updated device information.